Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to dislocated hip. Patient presented with dislocated hip and when trying to reduce the hip, the neck broke.

Manufacturer narrative:
See investigation attached. - attachment: [18040013investigation.pdf].